Event description:
On may 4, 2007, the lay-user/patient contacted lifescan alleging that her one touch ultra 2 meter would not turn on. The patient tests her blood glucose 3 times a day. She takes 50 units of an unk insulin every morning and 45 units at night. It is not known when the power issue started or what the duration was of the alleged meter issue. Eight days earlier, the patient had called 911 because she could not test with the meter and felt as though her blood glucose was "too high." The patient did not report any actual symptoms. The patient was taken to a hospital where her blood glucose was tested on an unidentified device. The patient said her blood glucose was "sky high" and her blood pressure was also high. It is not known how she got to the hospital of if she received any medical treatment. The next day, the patient stated that she had to call for an ambulance again because she was "spitting up blood." The patient again stated that her blood glucose was "sky high" and her blood pressure was also high. She was taken to a hospital where she stayed for 8 days. The patient was unsure if she was hospitalized for "tuberculosis" or "pneumonia." During the time of concern, the patient stated that she had tested on a neighbor's meter. However, she did not provide any meter results obtained. It would have been helpful to know the following information: when the power issue started, how often the patient was able to test with her neighbor's meter, what blood glucose readings she got during the time of concern, and what treatment she received. In addition, it would have been helpful to know the patient's medication regimen, if she was following the regimen before and during the event, what symptoms she had, when the symptoms developed, and what actions she took when the symptoms started. The alleged power issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose with the reported meter for an unk period of time. The patient claimed that her blood glucose was high and received medical attention on 2 separate occasions.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.